Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source had a connector detach and the fan was also giving off a sound that was unstable. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that it was confirmed that the cause was the faulty fan. The cause seemed to be the adhesion of dust inside the fan. A definitive cause cannot be confirmed. Olympus will continue to monitor field performance for this device.